Event description:
Discrepant advia centaur xp troponin results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient was sent to the cath lab. There was no report of adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to presence of bubbles in wash 1 reservoir. A siemens field service engineer (fse) reviewed the proper procedure for wash 1 fluid replacement with the instrument operator. The instrument is performing within specifications. No further evaluation of the device is required.